Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in the exposure of the receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. It was also reported that, the patient was treated with oral antibiotics (specific date and duration not reported).